Event description:
Info received that the caster was not holding in brake mode. No injury reported.

Manufacturer narrative:
Bed located in bed shop. Tech completed a function check and found the caster was not holding cause: worn caster. Replaced the caster to resolve this issue.